Event description:
The report stated that the patient had great difficulty in triggering breaths on this ventilator. The complete patient circuit was changed and the problem persisted. The patient was distressed, changed to another ventilator and weaned and extubated within 30 minutes.

Manufacturer narrative:
Lab testing: placing the epi pcb in a test unit, found that the test drive unit, was not able to trigger a breath. Inspection under a microscope showed a small silver of metal and rust at the end of the autozero solenoid plunger. Reassembling the solenoid and placing it in the test unit, found it to operate correctly. This failure caused by contamination of the solinoid.